Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). Due to pre-operative plan rotational landmark placement and pt anatomy, the surgeon decided to not proceed with case. Rotational landmark was corrected the discussed with the surgeon, and the case was rescheduled.

Manufacturer narrative:
The pt was under anesthesia when the issue was discovered an the case was rescheduled. The root cause of the issue is user error with rotational landmarks being placed incorrectly. Having an inaccurate rotational landmark can cause the implant rotation to be incorrect. The individual who made the error is no longer employed by the company; retaining would have been implemented under normal circumstances.